Event description:
It was reported that an altitude alarm occurred. Reportedly, the customer declined troubleshooting with tandem technical support. No further information is provided. The customer reverted to an alternate method for insulin therapy.